Event description:
Healthcare professional reported left side rupture "discovered during the explant surgery." Healthcare professional later reported "capsular contracture," baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/jun/2024.

Event description:
Healthcare professional reported left side rupture "discovered during the explant surgery." Healthcare professional later reported "capsular contracture," baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Rupture: not observed openings during the analysis. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture "discovered during the explant surgery." Healthcare professional later reported "capsular contracture," baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: n/I.

Event description:
Healthcare professional reported left side rupture "discovered during the explant surgery." Healthcare professional later reported "capsular contracture," baker grade unknown. The device has been explanted and replaced.